Event description:
Dr alleges that during the routine removal of the filter in an asymptomatic patient, the cava gram showed a detached arm trapped within the filter. The filter and arm were successfully removed.